Manufacturer narrative:
Additional information was received that the physician is not sure if the ipg was damaged by the fall. The physician plans on replacing both of the leads, and may replace the ipg as well during the surgery.

Event description:
A report was received that following a fall, the patient's stimulation has been turning off and on by itself and the patient was having experiencing frequent charging of the ipg. Database analysis impedance measurements revealed six contacts with high impedances on one of the leads, and that the ipg appeared to be functioning properly. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken.

Event description:
A report was received that following a fall, the patient's stimulation has been turning off and on by itself and the patient was having experiencing frequent charging of the ipg. Database analysis impedance measurements revealed six contacts with high impedances on one of the leads, and that the ipg appeared to be functioning properly. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient's stimulation has been turning off and on by itself and was having frequent charging of the ipg. Database analysis impedance measurements revealed six contacts with high impedances on port c. The patient will undergo a lead revision procedure.